Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, at the time of performing the resection of the omentum, the device gets stuck causing a difficulty to perform this maneuver. The device was removed by pressing the handle of the device. There was no blood loss. When released it was tested and does not perform the cutting function. There was no patient injury.